Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2009; 4592 implantable pacing lead (B)(6) 1999. (B)(4).

Event description:
It was reported the device reached elective replacement indicator (eri) and there was possible early battery depletion. It was indicated that the device reached eri four months after the device longevity estimate was 3.5 years. It was also reported that the right ventricular (rv) lead impedance was less than 200 ohms. The device is planned to be explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.